Event description:
The customer alleged that the pump¿s bolus feature was not working appropriately; however, this could not be confirmed. The customer's blood glucose level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.